Event description:
It was reported that the patient had a lead revision surgery on (B)(6) 2014. One of the patient¿s leads wasn¿t working from (B)(6) 2014 and never worked. The patient¿s left lead didn¿t work but their right lead did work. The patient had never gotten good coverage on one side with the original lead. No lead migration had occurred. The patient was seen on (B)(6) and their coverage was good. The patient had an appointment to see their doctor on 2015-feb-03 and an appointment to see a manufacturer representative on 2015-jan-07. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that at the revision surgery, the lead was moved/placed at a better location. Nothing wrong was noticed with any devices and nothing was explanted. It was noted that the patient was getting good coverage after the revision. It was noted that the patient was seen on the day prior to the report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).